Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 16.7 mmol/l. Customer stated insulin pump had motor error alarm. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer stated drive support cap appears normal. Customer stated insulin pump had no delivery alarm and insulin was exited. Troubleshooting was performed. The insulin pump will be returned for analysis.